Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate. The sensor gave a reading of 40 mg/dl when the blood glucose reading was 400 mg/dl. The insulin pump also alerted for a sensor error. The alert occurred after initialization. The sensor appeared to be fully inserted and flat against the skin. The test plug procedure showed that the transmitter was functioning properly. The customer declined further troubleshooting.